Event description:
Caller states during a correlation study the following coaguchek/lab values were obtained: patient 1: 2.8 inr/2.0 inr. Patient 2: 2.2 inr/1.7 inr. Patient 3: 2.5 inr/2.0 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.